Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 235 mg/dl on a patient using the inform system when testing was performed within 10 minutes. Reporter indicated that the patient was experiencing some hypoglycemic symptoms when the lo was obtained, and was given d50 before the result of 235 mg/dl was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she does not believe the strips are available for return and so, no product will be returned for evaluation.